Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the suction channel. It is likely that foreign matter larger than the inner diameter of the suction channel got into the suction channel and caused clogging. It was confirmed that there were no defects such as deformation in the suction channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, ig corrugated tube collapse, bending section cover adhesion/chip/cloudiness, light guide lens adhesion cloudiness, plastic distal end cover collapse, and switch 1 wear were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a dent in the insertion site of the evis lucera gastrointestinal videoscope was noted. During a standard service inspection of the customer returned device, foreign matter was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.